Manufacturer narrative:
The report states: litigation papers allege patient has suffered injuries. It is further alleged patient could not have known that he was injured by excessive levels of chromium and cobalt until after the date he had his blood drawn and he was advised of the results of said blood-work. Patient has not yet scheduled an explantation of the asr hip implant. Doi: (B)(6) 2009; dor: no revision reported at this time. (Left side). Patient is a resident of (B)(6). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Patient fact sheet (pfs) form and implant stickers received that provided part/lot information. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege patient has suffered injuries. It is further alleged patient could not have known that he was injured by excessive levels of chromium and cobalt until after the date, he had his blood drawn and he was advised of the results of said blood-work. Patient has not yet scheduled an explantation of the asr hip implant.